Event description:
A problem was reported. Company representative reported information related to a potential inflammatory mass. Company representative reported he¿s got a patient that he¿s concerned about a granuloma formation. Representative believed the hcp¿s plan of action was to send the patient to a neurosurgeon for imaging and evaluation. Representative was never given any patient demographic information, nor did solicit any. Follow up information has been requested but no additional information had been provided as of the time of this report. If additional information becomes available a report will be provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).